Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited low out of range pacing impedance measurements of less than 200 ohms along with intermittent noise that was unable to be reproduced in-clinic. Oversensing of the noise lead to diverted therapies. The non-pacemaker dependent patient will be scheduled for a revision procedure. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the rv lead was explanted due to the low out of range pacing impedance measurements and oversensing of noise. The patient is not pacemaker dependent and no inappropriate shocks were received due to the oversensing. No additional adverse patient effects were reported. The lead was sent to the hospital pathology department as per hospital procedure.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.